Manufacturer narrative:
Date sent to the FDA: 09/26/2007. Conclusion: the actual device involved in this event was returned for evaluation. The customer reports that the cpc connector was misaligned, making it difficult to attach the handpiece, and vibration from the unit were verified. The cpc connector appears to have shifted and the vibration would be caused by the morcellator rubbing on the cpc connector as a result of the misalignment.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. The surgeon was using the motor drive unit for the first time and it was noticed that the cpc connector was misaligned and it was difficult to seat the handpiece into the motor drive unit. It was also noticed that the unit vibrated throughout the case. The case was completed with some difficulty with no adverse consequence to the patient.